Event description:
It was reported the pt is without stimulation and is unable to communicate with or recharge her ipg. The pt stated she suffered a fall within the last year. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.